Manufacturer narrative:
The information that provided with the initial report was incorrect. The correct information has been included with this report. (B)(4).

Event description:
It was reported that the customer's blood glucose level was 28 mg/dl.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hypoglycemia. The customer's blood glucose level was 124 mg/dl at the time of the incident. The customer were having low blood glucose in the morning. The customer declined trouble shooting for low blood glucose. The device will not be returned for analysis.